Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found that the lead returned in five pieces. An insulation abrasion was noted breaching the outer insulation 3.25 cm - 3.26 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.